Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm that occurred during a bolus. The blood glucose reading was 90 mg/dl. Customer stated that he suspended the insulin pump and then was able to resume the bolus. Nothing further was reported.